Manufacturer narrative:
Additional information: medtronic received additional information that there was no possibility that the quantum heater cooler (frosty) could entrain air into the blood flow. Correction d4.2 (expiration date): this date has been updated. Correction h4 (device mfg date): this date has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that a serious incident occurred during surgery with an extracorporeal circulation pump, the origin of which was unknown resulting in the death of the patient. The cause of death was as a result of a continuous air intake which was not detected by the usual safety measures configured in the stocker s5 pump (level sensor, bubble detector). The surgical correction occurred without any type of alteration that caused this air inlet. As a result, it was imperative to check the integrity of the circuit used. The customer stated that it was especially important to verify the absence of pores in the oxygenator, the efficacy of the arterial filter (integrated), as well as the filter (integrated), the response and behavior of the same at high flows to rule out any air inlet point and its consequent passage into the bloodstream. The equipment used was a medtronic fusion affinity oxygenator and occlusive roller pump which was all included in the preconnected tray, the adult preconnected tray and supplied by merce electromedicina. The normo hypothermia module used was the quantum, mr frosty. The consumable used was the pureflow with a size of 3/8. It is important to ensure that the seal between the transparent casing through which the transfer fluid circulated and the tubular system through which the blood circulated was intact and that there has been no contact between the blood and the fluid. This fungible was intercalated following the recommendations of the product specialist at the outlet of the main pump head, prior to the oxygenator inlet. The patient is now deceased. Medtronic received additional information that the patient's death was believed to be linked to the performance of the fusion oxygenator. The cause of death was unknown but massive air embolism was identified as the cause of death. The recirculation port was kept open during priming and surgery. An active venous drainage was performed with a pressure lower than 60 mmhg. There were oxygenation parameters according to standard protocol. The customer checked the bubble detector after the event and the bubble detection alarm was working correctly. The oxygenator purge line was open during priming and during cec connected to the venous line. Medtronic received additional information that at no time was the presence of air visualized or detected in the tubing and oxygenator. And none of the usual safety measures active and in correct operation (level sensor and bubble detector) detected the presence of air at any time.

Manufacturer narrative:
Medtronic received additional information that the adverse event was not caused by the quantum pureflow heat exchanger. Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for ease of prime testing. Testing was conducted, the results are as reported below: initial prime time (time of complete removal of air @ 4 lpm) = 14 seconds. Bubbles observed after 10 min w/150 mmhg back pressure @ 7 lpm = no reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.